Event description:
It was reported that dosing on the ilet stopped with on-device messages indicating dosing stopped, dosing stops soon, replace sensor now, and readings stop in 30 minutes; the user¿s dexcom g7 sensor had reached end of life, a new sensor was applied and paired successfully, and a fingerstick blood glucose of 146 mg/dl was entered to resume dosing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.